Event description:
It was reported the patient's leads was cut at the neck incision site and left implanted on (B)(6) 2021. The patient began experiencing pain in their shoulder that did not resolve post-operatively. As result, the remainder of the lead will be surgically removed on a later date.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates the patient¿s lead was explanted on (B)(6) 2021 resolving the issue.